Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients were not shown up. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients were not shown up. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, it was determined that the system had failed to show newly added patients. A technical support specialist (tss) dialed into the server and accessed structured query language server management studio (ssms) to run the downtime query, confirming zero care fusion coordination engine (cce) messages in the queue. A review of the top 1000 entries showed recent patient updates. Tss then logged into station and checked synchronization information, noting delayed synchronization times across all stations. The verification of the provided patient details in electronic protected health information (ephi) indicated the patient was discharged and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.